Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the allegation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charged and passed boot up. Pairing test was performed and passed. Functional testing was performed, and relevant testing passed. The receiver log was downloaded and reviewed. Log review showed loss of connection in range of issue date. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.